Event description:
It was reported that shaft break occurred. During preparation of a 2.50x38mm promus premier¿ drug-eluting stent, the distal shaft broke when the physician pulled the stylet out. The device never went inside the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).